Event description:
The customer reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.